Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with low voltage alarm. Log file review found a few odd power cable disconnect and low voltage advisory alarms while the patient was on battery power. The alarms appeared to be a result of rsoc invalid flags. It was later reported that the patient was also experiencing a shock from the controller. The patient reported their controller had been getting wetter than usual during showers. The controllers and clips were exchanged. Related manufacturer's report: 2916596-2023-03255.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of an electrical shock issue and fluid ingress was not confirmed; however, the reported event of an unexpected alarm was confirmed via the log file analysis. The log file captured intermittent power cable disconnect/low voltage advisory alarm event relating to transient battery fuel gauge voltage value. These events occurred when the system was supported by the 14v batteries/clips. The unexpected alarm issue was able to be reproduced under the evaluation of one of the returned 14v battery clip (lot # 7600226). The system controller was functionally tested and was found to function as intended. Electrical measurements of the power cables and housing passed all requirements. A root cause of the electrical shock issue and fluid ingress could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Also under this section, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3 ¿powering the system¿, cautions users to avoid the risk of electric shock, the mobile power unit must be plugged into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cables. Do not clean or service the mobile power unit while it is plugged into an ac electrical outlet, or electrical shock may occur. Section 4 ¿living with the heartmate 3¿, covers static electricity for users. Heartmate 3 instructions for use section f, safety checklists, instructs users to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.